Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized due to a diabetes related wound to her foot that would not heal. Blood glucose level was 297 mg/dl at the time of admission. Customer reported being off of the insulin pump for one year prior to the hospitalization. Blood glucose level at the time of the call was not provided. No further information was provided.